Manufacturer narrative:
(B)(4). Evaluation summary: the inner seal was returned with the lower ring broken off and separated in multiple pieces. Due to this condition, the 12 mm seals were found to be out of position. The posts on the sleeve housing assembly were cracked. No functional test was performed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during an unk procedure that lack of "xcelent valve" into the abdominal cavity. Another device was used to complete the case. There was no adverse consequence to the pt.